Event description:
Reference medwatch 1219856-2009-00069 for the first event involving same patient. It was reported that after the first intra-aortic balloon (iab) was removed, another arrow iab was inserted. Again, they noticed that the arterial curve was dampened & they tried to increase amplitude with no success. They zeroed arterial line & flushed it & still no change in arterial curve. They changed balloon pump to an acat 1 plus, no alarms were heard during this time. Pressure curve was very dampened & again they flushed & zeroed arterial line with no success. They tried to change amplitude & that did not help. On removing the first catheter they did not discard driveline tubing; they used same tubing for second catheter that was inserted. They decided to discard first driveline tubing & to use driveline tubing that came in the pack with second catheter that was opened. On changing driveline tubing all problems seemed to disappear. Pump was assisting patient & arterial pressure curve returned to normal.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.